Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/09/2015 with the following findings: a review of the pump¿s black box data revealed pump reboots. There was no visible damage to the battery compartment. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The pump was unable to power on due to a sleep error. The pump was able to be reprogramed. The pump was exercised for 24 hours with no power interruptions or duplicated alarms.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.